Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) - exchange of j-tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube (j-tube) 80cm was used during a procedure performed on (B) (6) 2010. The j-tube was being used for the purpose of administering medication for advanced stage of parkinson's disease. According to the complainant, post procedure on (B) (6) 2010, the j-tube became kinked and occluded. The patient was able to continue their parkinson's medication in tablet form. The device was replaced with another endovive two port through the peg jejunal feeding tube (j-tube) on (B) (6) 2010. The patient's condition at the conclusion of the procedure was reported to be stable.